Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of 663 mg/dl. The customer did not provide the date of the hospitalization. The customer was treated for their blood glucose with a manual bolus. The customer did not troubleshoot and did not send the product back for analysis. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The device information provided in section d with the initial report was incorrect. The correct information has been provided with this report.